Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0245289. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A bhr investigation and retain testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. There was no report of patient impact. (B)(4).